Event description:
Patient is present for sinus w contrast study at in the room in the early am. After all contrast (omni 350 65ml) was injected, scan started, due to IV issue, I need to stop scan, hit the emergency stop bottom. Then when I resume the scan, the room 1 CT load button is grayed out, so it was not able to scan the patient at all. After restart the system, reinjection pt with omni 350 50ml again, scan the patient. So patient was injected twice, due to equipment malfunction.